Event description:
The initial reporter received a questionable creatinine result from one patient sample tested on the cobas 6000 c501 module. The initial result was reported outside of the laboratory. The doctor complained that the result did not match the patient's history prompting the rerun of the patient sample. On (B)(6) 2024: the initial result of the initial sample was 2.72 mg/dl. On (B)(6) 2024: the repeat result of the initial sample was 1.09 mg/dl. The result of a new patient sample was 1.03 mg/dl.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found the gear pump head (gph) pressure low and the reagent probe contaminated. He then replaced the gph and the reagent probe. He performed a repeatability rest and test runs which indicated the module was performing within specifications. The investigation excluded reagent issues as no further cases were reported and a correct rerun was performed using the same reagent. The investigation determined the service actions resolved the issue.